Event description:
It was reported that the recanalization catheter was not able to be used upon unpacking. The device was not used on a pt.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, mfg process, and qc testing. This lot met all release criteria. There was nothing found to indicate there was a mfg related cause for this event. This is the only event reported to date for this lot number and failure mode. The sample was returned and appeared to be clean. The outer catheter had been pulled off from the metal tip. The outer catheter was damaged and partially from approx 0.3cm from the distal tip. The edges of the torn outer catheter were stretched and jagged, which may indicate that the catheter was subjected to excessive force. Functional testing could not be performed due to the poor sample condition. The investigation is confirmed for material separation as the outer catheter had been separated from the distal tip. The definitive root cause could not be determined based upon the available info.